Manufacturer narrative:
On (B)(6) 2016 product investigation results: reporter returned three toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Piece of metal broke off, and it hung at the back of throat [foreign body); after brushing with the brush, it broke off / a piece of metal broke off [device breakage]; product counterfeit [product counterfeit]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that after brushing with an oral-b flexisoft of precision clean brushhead, the brush broke off and he/she could just avoid swallowing the brush. The consumer also stated that a piece of metal broke off, and it hung at the back of his/her throat; by gargling, the consumer was able to get it out. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2016 received follow-up e-mail from consumer: the consumer stated that he/she had only had this concern with one of the brush heads from a package of 6; the consumer noted that he/she still had 2 in the pack. The case outcome remained recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Piece of metal broke off, and it hung at the back of throat [foreign body]. After brushing with the brush, it broke off / a piece of metal broke off [device breakage]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that after brushing with an oral-b flexisoft of precision clean brushhead, the brush broke off and he/she could just avoid swallowing the brush. The consumer also stated that a piece of metal broke off, and it hung at the back of his/her throat; by gargling, the consumer was able to get it out. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 19-sep-2016 received follow-up e-mail from consumer: the consumer stated that he/she had only had this concern with one of the brush heads from a package of 6; the consumer noted that he/she still had 2 in the pack. The case outcome remained recovered. No further information was provided.